Manufacturer narrative:
H6 - health effect clinical code 4581: significant reduction of irido-coneal angels. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens of diopter -13.0 into the patient's left eye (os) on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to excessive vault and significant reduction of irido-corneal angles. In a separate surgery that day a lens two sizes shorter in length was implanted and the problem was resolved. Cause of event reported as unknown.